Manufacturer narrative:
(B)(4).

Event description:
It was reported that a chest x-ray found the left ventricular lead to be dislodged. The lead was explanted and replaced. No patient symptoms were reported.